Event description:
White plastic piece from tip of harmonic laparoscopic shears broke off during the procedure. The tip was retrieved and new shears were used to continue the procedure. However, the second shears broke in the same place.